Manufacturer narrative:
During the analysis of the product it was not possible to reproduce the heat up of the handpiece. The only detectable deviation was that the chuck system had not the full retention force. After cleaning and lubricating of the chuck it was working within specification. Therefore we have to assume that a user fault caused or contributed to the incident.

Event description:
During an oral surgical treatment the handpiece heated up and caused a blister in the corner of the mouth and on the inner cheek. The burn was cooled and some otc-ointment has been applied. The burn did heal fully.